Event description:
Rptr had degenerative disc disease. She had spinal fusion l5-s1 with pedicle screws. It never helped. After surgery & screws, installed the pressure, pinching, pain, burning, hip pain & tenderness increased. Left leg weak, felt like skin tearing. Bone graft always sore; never stopped hurting. Sore & stiff when increased movement. 2nd surgery exploratory of l5s1 & fusion of l4-redid l5s1 because hadn't fused on one side. Used large rods & extended up l4. After this surgery, pain is now extended halfway down side or left hip & leg weaker. Increased pain & burning, soreness & stiffness. Grabbing feeling feels pedicle screws when she walks or moves at all. The extension at l4 was done for degenerative disc disease also. There were 2 diagrams done, one on 2/4/93, 2nd 12/6/93.had ebi installed 2nd surgery on 4/21/94. Had removed 12/5/94. After the ebi removal felt something happening when pulled up to clip dr was advised of this day. Said it could have disturbed the bone or anything down there because the wire was down in bone, rptr knows what she felt & she has progressively gotten worse since then. She doesn't smoke or drink alchohol. She is very sensitive to medication & she has to live in pain 24 hrs a day with little relief. She takes tylenol or advil but that just dulls it a little. She doesn't sleep well at all at night. She rolls over in bed, she fells the hardware back there & it is a catching feeling. She can't lie in one position very long. Standing in one place is painful, walking for any length or time is painful. She started out walking after both surgeries just like the dr said, & each time when activity was increased pain increased & numbness in left leg & foot. She has had a recent change in her pain & weakness of left leg. She has had 3 spells where there is a real sharp pain which runs from the lower left isde of her back down left hip. It takes her breath & she almost passes out. Her left leg hurts & aches really badly. Also, beginning to notice more weakness in her left leg. She can't put much weight on that side, or shift any on that side. Her left foot & leg doesn't want to do what they are are supposed to when she walks upon side walk, down steps etc. Right now she is trying to find another dr that she can trust that can give her some answers that she hasn't gotten before. She didn't know these were not FDA approved for the spine nor was she told that by her physician, nor did she know that the ebi wire would have to stay in there once ebi removed.